Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the field representative was unsure of the cause of the high thresholds and had no further information regarding the issue. This rv lead was explanted. No additional adverse patient effects were reported.